Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) did not communicate with the mobile view station (mvs). "Generator not ready, mvs connected, not ready" was displayed on the pendant of the ias. The mvs power controller error occurred frequently in the error logs. The mvs and ias were turned off and the site waited for a while after disconnecting the power cord from the outlet. The power cord was reconnected to the outlet, and the mvs and ias were started. The issue was resolved. A replacement of the mvs power controller board would be performed the next day. There was no patient present when this issue was identified.

Manufacturer narrative:
H3: the mobile view station (mvs) power board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The power board was installed in a known good system and the system readied. Motion, generator, charging, communication, and calibration passed. 3d and 2d images were successfully acquired. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that this event was not a software issue. Analysis found that the software functioned as designed. The mobile view station (mvs) power board has been received by the manufacturer. However, analysis has not been completed. Procodes 10, 213, and 4315 are associated with the software analysis. 4118, 3233, and 11 are associated with the mvs power board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was confirmed from the logs that the following error occurred frequently: "xray acquisition state error : mvs power controller and error state can controller on xray condition changed event can event processor."